Event description:
It was reported that the patient received inappropriate therapy due to oversensing noise on the right ventricular (rv) lead. The device was interrogated and it was noted that impedance trends started to rise over the month of (B)(6) 2016 from approximately 400-500 ohm range to greater than 2000 ohm range. The observations noted that the sensing integrity counter (sic) was alerted on (B)(6) 2016, however, the patient reported that they did not hear an alarm. Additionally, a lead fracture was confirmed. The device was explanted and replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead had developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.